Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they have given up on this implants external equipment. Patient stated they cannot charge the implanted neurostimulators battery patient stated it takes her 4 hours to get 90% charge. Pt stated she cannot get it to stay on excellent quality so it is taking longer to charge the ins at good. Patient let the ins go to empty because she is so aggravated. Patient uses the belt to stay still and it connects with good quality but the ins does not charge. Patient mentioned that it is a very difficult place to charge because it is at the top of her butt cheek so positioning the recharger is hard. Patient verified they can feel the implant through the skin but it is hard to determine if it is sitting flat in the pocket. Patient services (pss) suggested that pt meet with a manufacturer representative (rep)  in office for assistance in recharging. Agent is sending a message to the local reps about patient call. Rep responded that they have spoken to the pt multiple times already, and referred them to pss to ensure handheld device and recharger were functioning ok or if there were other tips or tricks the patient could try. Pss sent a response back verifying that the external equipment is working like it should and pt should be seen in office to verify the implant position to see if that could be causing issues during recharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.